Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg). Reportedly, the customer fell hard which resulted in skin abrasions, bruises, and some muscle strain. Reportedly, the customer had a history of adjusting the pump settings and delivering manual bolus requests. During this occurrence, the possible cause of the low bg was due to the customer delivering a manual bolus; however, the customer was unsure if the pump was related to the cause of the low. Although requested, the customer declined training and assistance on adjusting the settings with the clinical diabetes educator. Reportedly, the customer reverted to an alternate pump for therapy.